Event description:
Reportable based on device analysis approved on 23sept2014. It was reported that a fluid leak on the advancer occurred. A 1.25mm rotalink¿ plus was used to treat the target lesion. During procedure, the physician noticed that the advancer was leaking excessive fluid. A 1.25mm burr was advanced through the lesion and was able to create a channel. The procedure was completed with a different device. No complications were reported and no adverse result for the patient. However, device analysis revealed a tear in the sheath around the coil proximal to the strain relief of the burr and that saline was found to be leaking from the sheath.

Manufacturer narrative:
The device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The coil was observed to be kinked proximal to the handshake connection. The complaint unit was wet tested. Upon inspection it was noted there was a tear in the sheath around the coil and that saline was not reaching the end of the sheath but was being expelled through the sheath. As a result the device could not be successfully wet tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).